Event description:
Additional information received reported that the patient fully recharged the ins. Twelve hours later the patient was unable to adjust stimulation and reported another out-of-regulation condition. The patient was able to clear the oor condition and saw that the battery was at 50% full. It was noted that the patient had previously recharged daily, and saw that the ins battery had been low at the time of recharge. It was unknown if the hcp had made any programming changes after the last oor in june. It was reported that besides needing to recharger more frequently, recharge sessions were taking longer, however the rechargeable system gave the patient more consistent therapy as compared to previous implants. The setting on the left side of programmer was 6.5v and the right side of the programmer was 7.5v.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389-40, lot# v003293, implanted: (B)(6) 2006. Product type: lead: product ID 3389-40, lot# v003293, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient could not adjust stimulation. The patient programmer display showed "call your doctor" icon. An out of regulation (oor) condition occurred. The patient recharged last night. They received the daily reminder today and that was when the error message occurred. The patient programmer showed her implantable neurostimulator appeared to be on, but they cannot get past the call your doctor screen. The patient programmer was turned off with light bulb and turned back on. The check button was used. The patient programmer was turned off and on and the check button was pushed. The patient received the oor (call your doctor) screen again. The patient did not feel like stimulation was off. The patient was informed that the patient needed to visit the physician to clear the oor. The patient did not have good tremor control yesterday, but that happened from "time to time." The rubber gasking around the patient programmer was coming off. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.